Manufacturer narrative:
(B)(4).

Event description:
It was reported that the asymptomatic, pacer dependent patient presented for routine follow up. Upon interrogation, the pulse generator exhibited premature discharge of battery. The device was reprogrammed and resumed normal functions and normal battery longevity. The patient remained asymptomatic and would continue to be monitored.